Event description:
It was reported that emt's were loading a large patient. The patient was restrained but leaned to the left. The emts tried to stop the patient from leaning, however they leaned enough to where the side rail snapped, the patient then leaned further, and the cot tipped. Patient injury information was not provide, however the patient was taken to the emergency room.

Manufacturer narrative:
The patient leaning on the cot caused the cot tip.

Event description:
It was reported that emt's were loading a large patient. The patient was restrained but leaned to the left. The emts tried to stop the patient from leaning, however they leaned enough to where the side rail snapped, the patient then leaned further, and the cot tipped. Patient injury information was not provide, however the patient was taken to the emergency room.